Event description:
It was reported that the right ventricular (rv) lead exhibited increasing thresholds, low pacing impedance, and decreasing sensing m easurements. It was noted that the physician attempted to reposition the rv lead, however the screw mechanism was not working well. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.